Event description:
It was reported that during preparation it was noticed that the footswitch does not work anymore and has an exposed wire. The procedure was cancelled and rescheduled with the patient already under general anesthesia. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned footswitch underwent a thorough analysis. Visual analysis of the returned device identified that the footswitch assembly was in overall good physical condition. The foot guard showed some chipped paint and normal physical wear. The bottom rubber pad shows normal wear. The black insulation was ripped at the exit of the connector, exposing the grounding braid. The connector was in good shape and all buttons were operating normally. All connections were intact. The footswitch was functioning as expected. The allegation of exposed wiring was confirmed but the event of device not working could not be replicated via analysis. At the previous service visit the footswitch was fully operational and in good physical condition. It can be concluded that a force applied in error caused the rubber insulation to rip.

Event description:
It was reported that during preparation it was noticed that the footswitch does not work anymore and has an exposed wire. The procedure was cancelled and rescheduled with the patient already under general anesthesia. No patient complications were reported.